Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the drive support cap appeared to be tilted. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. However, the insulin pump alarmed prime during basic occlusion test and prime test due to loose/protruded drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked belt clip slot and missing endcap sticker.